Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found clenz and blood around the needle area. There was also evidence of isoton and clenz around the lower pinch valves. The leak was caused by a broken needle. The fse replaced the needle assembly and cleaned the needle area and the dead plate. The fse also replaced pilot actuators for pinch valves pv21 - pv27 because they were sticking. The fse also replaced tubing in the same pinch valves and flushed the vacuum system as preventive measure. Failure mode was identified: failure mode for the leak was a broken needle. The leak caused the actuators for pv21-pv27 become sticky, and required the actuators to be replaced. Upon recur, the failure mode identified (broken needle) will not likely cause erroneous results since the needle will not be able to pierce the tube and aspiration errors will be generated. Failure modes associated with the pinch valves that became sticky due to the leak are: pv21 and/or pv22 malfunction will likely cause erroneous results due to carryover. Pv23 and/or pv24 malfunction will likely cause erroneous flagged results and aspiration errors will be generated. Pv25 and/or pv26 malfunction will likely cause erroneous results for all parameters in manual (open vial) mode due to incomplete aspiration. Pv27 malfunction will likely cause erroneous results for differential parameters due to improper pak lyse delivery. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported aspiration errors were generated when using the coulter lh 500 hematology analyzer. A leak was identified by the customer while troubleshooting the aspiration errors. The leak was described as approximately 3ml of fluid leaked onto the counter under the analyzer. The operator was wearing personal protective equipment of lab coat, eye protection, and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.